Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) required a hematoma evacuation procedure, and technical services (ts) was consulted as the field was unsure if a defibrillation threshold (dft) test was necessary post-evacuation. Per ts, if the physician is confident the location/position of the device has not changed following the removal of hematoma, a dft is not required. However, ts noted it is important to assess system impedance. No other adverse patient effects were reported. This s-ICD remains in service.